Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 300 mg/dl with large ketones associated with an alleged loss of prime. It was reported that the loss of prime occurred 2 times. It could not be determined whether or not the patient continued pump therapy and or if the patient received any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting with customer technical support (cts) could not be completed because the patient stated that they did not have a cartridge or an infusion set to complete troubleshooting. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention and the pump could not be ruled out as a contributing factor.